Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's son's mother reported the garment was too small and reported the garment was itching the patient. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services sent the patient larger garments. The patient's doctor advised to wash the garment. It was reported the itching improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's son's mother reported the garment was too small and reported the garment was itching the patient. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services sent the patient larger garments. The patient's doctor advised to wash the garment. It was reported the itching improved.